Manufacturer narrative:
Whole #: p850022-17. The warnings in the package insert state this type of event can occur. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The manager of research and development for biologics and electrical stimulation provided the following insight on the patient's claim of hair loss and loss of nutrition in her bones: the part about ¿the unit took the nutrition from her bones and consequently she lost 20-30 strands of hair per day¿ is not in line with what I would expect to happen. [The claim that nutrition was taken from her bone] is the opposite from clinical data that suggests that electrical stimulation can help with osteoporosis (helping the bones to gain bone mineral density and bone strength). As for the hair, people with thick hair can lose a lot of hair every day and there are other health conditions that can be associated with losing hair. I would not expect that to be device related and I¿ve not seen any other data supporting that hair loss is a potential side effect. This is report two of three for the same event. Reports one and three are reported on MFR #0002242816-2017-00048 and 0002242816-2017-00050.

Event description:
The patient advised she received the stimulator system on (B)(6) 2017. She would use all three electrodes without the cover patches, changing them daily. After one month she started experiencing red, itchy pimples. Her doctor prescribed cortisone cream for her symptoms. The patient added that she felt the stimulator "took the nutrition from her bones and consequently she lost 20-30 strands of hair per day." Her doctor advised her to stop using the stimulator system. The patient advised that even after she stopped using the stimulator system, her skin was still itchy. She used over the counter vitamin e.